Event description:
A malfunction alarm was reported while the pump was in use, but there was no adverse impact on the customer's blood glucose level. Despite the customer attempting to load a new cartridge with assistance, the alarm recurred, and successful resumption of insulin therapy was not achieved. Technical support decided to replace the pump as it was under warranty, and the customer was instructed to return the faulty pump. The customer planned to switch to multiple daily injections (mdi) as a backup insulin therapy.